Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A doctor reported that following a cataract extraction with intraocular lens implant procedure, the patient experienced decreased visual acuity due to refractive error. In the doctor's opinion, it is unknown what caused or contributed to the event. Additional information was provided that the iol was exchanged in a secondary procedure.